Event description:
It was reported that during an unknown procedure, the ball tip of device fell off. It is unknown if the tip fell into patient but it was located and given to sales rep. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.